Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that after 20 minutes of use, the instrument knife would not retract and the jaws could no longer be opened. It is unk if the device was on tissue when this occurred. The surgeon opened another device and completed the procedure with no further difficulties. There was no pt injury.